Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm, c navitor with radiopaque markers was selected for an implant. There was calcification extending beneath the aortic annular plane in the interventricular septum pre-procedure rhythm right bundle block.the device was successfully implanted with a final depth of 6mm. Post procedure, the patient had longer pr interval than pre-procedure. Patient had a permanent pacemaker implanted the next day on (B)(6) 2024. The patient is stable.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-procedure rhythm right bundle block. The device was implanted with a final depth of 6mm (deeper than recommended depth of 3mm). Post procedure, the patient had longer pr interval than pre-procedure. A permanent pacemaker was implanted. Based on the available information, the root cause of the reported arrhythmia could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.